Manufacturer narrative:
(B)(4). The device was returned for analysis. The deflation issues were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.0 x 18 mm xience xpedition was implanted in the distal portion of an unknown 99% stenosed artery without issue. At this time it was noticed that the proximal lesion looked worse with a 70% stenosis. A 3.5 x 18 mm xience xpedition was being used for direct stenting and was inflated to 12 atmospheres; however, when deflating the balloon, the deflation took longer than normal, although it did completely deflate, a syringe was used to create greater vacuum and the balloon deflated and was easily removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.